Event description:
A call was received through technical services reporting the lead was replaced due to oversensing and elevated pacing impedances. The ICD was replaced at the time of lead revision due to a reported defective header block. No patient complications have been reported as a result of this event.